Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 450 mg/dl at the time of incident. The insulin pump had insulin flow block alarm. The customer was able to passed the self test and displacement test. The customer run 5 units of fill cannula and insulin exits. Customer was connected back to her insulin pump now customer already took a 8 units correction bolus through a syringe. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.